Event description:
Patient experienced feeling electrical shocks in the pocket area. The device was fully interrogated and found to be functioning appropriately. However, the device was known to be under an advisory. In the past, this brand of pacemakers had trouble with this type of complaint.